Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issues. The technician reviewed device electronic records and verified reported issue of unexpected shutdown. The technician observed that during the unexpected shutdown, the device was transferring to another battery. The battery lost connection due to the improperly seated batteries and corrosion on the battery pin contacts. After reseating the batteries, replacing the battery pins and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power and would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.